Event description:
It was reported that the patient was admitted to the hospital with sepsis requiring antibiotic treatment. Blood cultures were positive for (B)(6) and despite antibiotic treatment, the patient continued to test positive for (B)(6). The source of the infection is not known. The implantable cardioverter defibrillator (ICD) system was removed and large pockets of pus were found adjacent to the leads. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. The analysis was performed revealed no anomalies were found. Products: 693565 implantable tachy lead 2009 (B)(6). This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).